Manufacturer narrative:
No products were returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported event; however, infection after approximately 1-year implantation is unlikely to be product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address possible infection and osteolysis.